Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Device arrived in good physical condition. Event log wsa opened and alarm error 1720 verified. When the evaluation and test were done, the complaint was verified and isolated to repair of back up capacitor. Device when on and passed all functional and delivery testing. Unknown cause of event.

Event description:
Investigation results completed on cadd legacy 6400 pump.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720". No reported adverse effects.